Event description:
It was reported that patient underwent a total hip arthroplasty sometime in 1996. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain and instability. During the revision, the acetabular liner and cup were removed and replaced.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain and instability. During the revision, the acetabular liner, locking ring, and cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "intraoperative or postoperative bone fracture and/or postoperative pain."